Event description:
The customer reported that the system intermittently displayed a filament regulator error during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.